Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit of the hospital due to diabetic ketoacidosis and a blood glucose level reading of 393 mg/dl. The customer was treated intravenously with saline and lantus. At the time of the report with tandem technical support (cts) the customer was still admitted to the hospital. Reportedly, occlusion alarms had occurred. Reportedly, the customer changed pump supplies and resumed insulin delivery. Multiple attempts were made by cts to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.